Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was attempted to be performed and the test did not start. The reader was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and observed the strip port pins were lifted up from the pcba. An extended investigation has been performed. An internal visual inspection was performed on the reader's pcba and broken tracks were observed on the strip port of the pcba. The reader powered on with button depression. Control solution testing was attempted to be performed and still did not fire. Another test has been performed using a multimeter to lightly probe the pins against the inductors to determine if pins were open. An open pin was observed. The solder was attempted to be reflowed but control solution still failed due to solder pad coming away from the pcba. The observed broken track caused a disconnection of the strip port traces from the pcba. The damage was caused by excessive force applied to the strip port due to external factors during use. Therefore, this issue is not confirmed to use due to external factor. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the use of the abbott diabetes care (adc) meter. The adc meter did not start the blood glucose test process after the blood sample was applied and customer was unable to obtain their blood glucose test readings. As a result, the customer experienced a headache and were unable to self-treat and was given fruit juice by non-healthcare professionals. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was attempted to be performed and the test did not start. The reader was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and observed the strip port pins were lifted up from the pcba. An extended investigation has been performed. Visual inspection was performed on the de-cased reader and broken tracks were observed. The reader powered on with button depression. Control solution testing was attempted to be performed and still did not fire. A continuity test has been performed using a multimeter on each strip port pin. An open pin was observed. The solder was reflowed but control solution still failed. The observed broken track caused a break in the connection between the strip port and the capacitor. This would have resulted in the control solution test not firing. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the use of the abbott diabetes care (adc) meter. The adc meter did not start the blood glucose test process after the blood sample was applied and customer was unable to obtain their blood glucose test readings. As a result, the customer experienced a headache and were unable to self-treat and was given fruit juice by non-healthcare professionals. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the use of the abbott diabetes care (adc) meter. The adc meter did not start the blood glucose test process after the blood sample was applied and customer was unable to obtain their blood glucose test readings. As a result, the customer experienced a headache and were unable to self-treat and was given fruit juice by non-healthcare professionals. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the use of the abbott diabetes care (adc) meter. The adc meter did not start the blood glucose test process after the blood sample was applied and customer was unable to obtain their blood glucose test readings. As a result, the customer experienced a headache and were unable to self-treat and was given fruit juice by non-healthcare professionals. There was no report of death or permanent impairment associated with this event.